Event description:
It was reported that during an esophagectomy procedure, the tissue pad had fallen out. The fallen piece was found at the mayo table. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.